Event description:
Same case as MDR ID: 2134265-2014-07574. (B)(4) study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented to a cardiology consultation with worsening anginal symptoms and abnormal results of a nuclear perfusion test consistent with inferior and lateral ischemia. The patient was diagnosed with stable angina and cardiac catheterization was recommended. In (B)(6) 2011, coronary angiography and index procedure were performed. The target lesion was a de novo lesion, located in the mid right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement using a 2.50 x 24 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. In addition, a non-target lesion located in the proximal left circumflex (lcx) was also treated with placement of a 3.0 x 32 mm ion drug eluting stent. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented emergently with complaints of nausea and vomiting associated with back pain, shortness of breath and fatigue. Chest x-ray revealed congestive heart failure with pulmonary edema and bilateral pleural effusion. At the time of the event, the patient was on study drug, aspirin was last taken on (B)(6) 2014, and other anti-platelet medication was never taken during the course of the study. Patient's electrocardiogram (ECG) indicated non-specific conduction delay and patient's troponin values were found to be elevated. The patient was then diagnosed with non-q wave non-st elevation myocardial infarction. Coronary angiography was deferred due to the patient's renal status and risk of becoming dialysis dependent. The physician postulated that the troponin bump was possibly due to congestive heart failure (chf) rather than coronary artery disease (cad). The patient was treated medically and continued on aspirin and effient. During the course of the hospitalization, the patient was noted to have dark stools and anemia from suspected gastrointestinal bleeding. Three days later, the events (non-q myocardial infarction and congestive heart failure) were considered to be resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).